Manufacturer narrative:
Bmc received a report from importer react health reporting a patient allegation that luna g3 CPAP caused inflammation around the heart. The device was checked by the customer and no problem was found. In response to this adverse event, bmc has requested that the device be returned for an engineering investigation. However, the device has not been returned and as a result, bmc is currently unable to assess the performance and integrity of the product, and the customer has inspected the device and found no problem. Bmc urges users to check the following two points before purchasing or using the device: 1. It is necessary to confirm whether the patient has various contraindications mentioned in the "IFU", if so, it is not recommended to purchase and use the device; 2. It is necessary to understand the side effects that may be caused by the use of the device mentioned in "IFU". If any discomfort occurs during the use of the product, it is necessary to immediately stop using the device and seek medical treatment to confirm the physical condition and other treatment methods.

Event description:
A durable medical equipment company contacted react health to report a patient allegation of a luna g3 CPAP causing inflammation around their heart. The device wos checked by the customer and no problem was found. The device has not yet been returned for evaluation.